Event description:
It was reported that a user experienced hyperglycemia while using the ilet on the second day of pump therapy, with glucose rising after a lunch announcement despite prior in-range values and continued use of the same infusion site; the caregiver was advised that the pump is still adapting to insulin needs, discussed optional mdi with guidance to pause the pump if used, and elected to continue pump-delivered corrections so the algorithm could learn. Symptoms included elevated blood glucose without reported ketones or clinical symptoms. Outcomes included no hospitalization or medical intervention beyond education and troubleshooting. Investigation included customer support troubleshooting and education. Investigation of this case revealed no confirmed device or component malfunction and an unclear cause for the hyperglycemia, which could be consistent with algorithm learning or infusion-site related variability, though no failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.